Event description:
Nurse stated ventilator circuit fell apart and she was attempting to hold the circuit together until rptr arrived. Rptr discovered that the adapter had separated into two pieces and it was at the separation point that there was a break in the ventilator circuit. Problem was quickly corrected and pt suffered no ill effects.